Event description:
Customer reports that device displayed "connect electrodes" when connected to a pt with a therapy cable and disposable pacing/defibrillation/ECG electrodes. The device was observed to operate properly when the therapy cable was replaced. No adverse affects to the pt were reported as a result of the alleged malfunction and no further details of the reported event were known.